Event description:
It was reported that patient underwent right bi-polar hip arthroplasty in 2003. Subsequently, bi-polar dislocated and disassociated. Revision surgery performed the following month, replacing components.